Event description:
Per independent repair center, the unit was alarming or red light. The key failure was the pe valve not functioning properly. Additional malfunction for this device; the power switch cause the unit to malfunction.